Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during undergoing planned/non - emergency treatment. The procedure was delayed (less than 20mins) and completed after restarting the system. The philips field service engineer (fse) visited onsite and confirmed that system unexpectedly shutdown. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found errors were system shutdown abruptly and could not conclude the cause of the malfunction. The fse informed the customer to monitor system for future issues. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was completed by restarting the system with minimum delay. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system unexpectedly shutdown and was unable to boot back up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.